Event description:
It was reported that during a breast biopsy procedure, part of the tip sheared off into the patient's breast. The physician was unable to retrieve the tip. The case was completed and the patient was sent home under normal post biopsy instructions with no adverse consequences.